Manufacturer narrative:
Additional information was received that there was no allegation of loss of mechanical ventilation. The issue customer reported was the n2o needle valve was not working properly. Therefore, there was no reportable malfunction.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.